Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 intermediate catheter was received attached to the concomitant walrus balloon catheter contained in the decontamination pouch. The walrus balloon catheter was flushed with water using a lab sample syringe. Strong resistance was felt, then water started to come out from the distal tip of the catheter. The cereglide was able to be removed and visual inspection was performed; the presence of hydrophilic coating was confirmed. Several kinked and compressed conditions were noted along the entire length of the shaft of the catheter. The distal aspect of the device presented stretch damage from 12 to 29 cm from the distal end. Further inspection was performed using a microscope. Under magnification, it was observed that as a result of the stretching, the outer plastic layer was fractured exposing the internal braided mesh. Residues of blood were observed along the body of the device. The inner diameter (ID) and outer diameter (od) of the cereglide catheter were confirmed to be within specifications. The issue regarding a catheter being unable to be removed from the walrus balloon catheter could not be duplicated in the laboratory setting. Such issue is most related to the patient¿s anatomy, and device manipulation; the multiple damages found in the returned catheter appeared to be secondary to the difficulty while maneuvering the device. Based on this, the customer complaint was confirmed. It is possible that the base catheter could have trapped the softest area of the catheter against a vessel and could have caused the stretching upon retrieval. According to the risk documentation, withdrawal difficulty is a potential failure mode that can occur during catheter removal from anatomy due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined; however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31172955) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31172955) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 132cm cereglide 71 intermediate catheter (nic71132u / 31172955) tracked through the concomitant walrus balloon catheter (q¿apel). The cereglide intermediate catheter was unable to be removed from the walrus balloon catheter. The system was removed from the patient. It was reported that the procedure was successfully completed. There was no report of any negative patient impact. On 16-jan-2024, additional information was received. Per the information, the procedure was on (B)(6) 2024. The patient is an 82-year-old female. The location of the targeted occlusion is the right middle cerebral artery (mca); the clot characteristics including length and density are not known. Difficult arch was noted. The sequence of event that led up to the reported withdrawal difficulty is as follows: ¿cereglide tracked through walrus, walrus pushing back, system removed.¿ it was not known if a continuous flush had been maintained. It was not known if there was any damage noted on the cereglide when it was removed. The procedure was completed by switching to a radial approach using a cerebase and a new cereglide; the walrus balloon catheter was not replaced to complete the procedure. Per the information, there was no procedure delay due to the reported issue.